Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician investigated the unit and verified a complete block of ice and the functionality of the unit. The technician found no problem, so the reported problem could not be confirmed. During the final checkout it was noted that the leakage tested high (is not the cause for the reported problem). The technician removed the line cord and replaced with a new line cord. The unit was tested to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).